Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the deltaven fast flash IV safety catheter started leak blood when the needle was taken out and separated from catheter. There was no reported patient harm.